Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. The top case was cracked by tubing guides. There was a check clutch/ plunger lever error in history log. Customer stated problem was verified during flow test. The root cause of the reported issue was found to be customer induced. The position pot tab was broken off. Actions were taken to mitigate the reported issue: replaced position pot, cases, clutch half's left and right with leadscrew and spring as a preventative measure, and main board. UDI information is unknown.

Event description:
It was reported that the device is presenting with syringe error. No patient injury was reported.